Event description:
Boston scientific received information that this right ventricular lead and implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedance measurements. The lead had trended on the higher side since implant. The patient was seen in office for follow up where normal device/lead operation was noted. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.